Event description:
Spontaneous. (B)(6), nurse called in to advise that pump is defective. No other details given. Unknown pt missed a dose; no ade reported; device available for return; unknown lot/expiration. No further information known. Pump used to infuse privigen at above dose and frequency. Reported to (B)(6) by health professional.